Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient started to get dizzy after the sensor was put on the arm. He tried to get a soda and had a syncopal episode. He was not able to communicate with the medic and the nurses. He mentioned there was medic and nurses on the scene, they check and the sensor and phone was showing 81 mg/dl straight across and when they check on their meter they got 21 mg/dl. So they went ahead and gave him an emergency "glucagon." There was no documentation of further medical evaluation or intervention. A second episode happened (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.